Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the insulin pump delivered too much insulin. The customer also stated that she received no delivery alarms even after she changed the infusion set and site. The customer mentioned that the insulin pump works for a few days and then it stops functioning. The customer declined to troubleshoot the insulin pump, and she requested a replacement device. No further information was provided.